Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2021-06289. It was reported that during lead repositioning procedure the leads were unable to be separated resulting in both leads being explanted. New leads were implanted and effective therapy established post-operative.